Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) felt dizzy and then passed out. The patient presented to the emergency room, however this device was not interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.